Manufacturer narrative:
Per the clinic, the patient experienced headaches with device use resulting in non-use of the device. This report is filed december 3, 2015.

Event description:
Per the clinic, the device was explanted (B)(6) 2015 for unknown reasons.